Manufacturer narrative:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. H6. Investigation - the revision reported may have been the result of prosthesis wear. However, the reported prosthesis wear and contributions of implant positioning and/or patient-related conditions to the sequence of events cannot be confirmed as the devices were not available for evaluation and limited information was provided at the time of evaluation.

Manufacturer narrative:
Pending investigation. Correction removal number:z-0021-2022.

Event description:
As reported, the male patient had an initial tka on (B)(6) 2017 . The patient was revised on (B)(6) 2023 due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial insert. The patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. No other patient information/medical history reported.